Event description:
During an orif tibia on the right side, surgeon was trying to maneuver around a lag screw and the threaded part of a 2.5mm drill bit broke off into the bone. Broken piece remains in pt.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Review of the device history records showed that there were no issues that would contribute to this complaint condition. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. The investigation could not be completed, no conclusion can be drawn as no product was returned.